Manufacturer narrative:
Complaint conclusion: as reported, the mynxgrip vascular closure device (vcd) was used after the procedure, but it failed to achieve hemostasis. There was no reported patient injury. Additional procedural details were requested but are unknown. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle with stopcock open. The sealant, advancer tube, and procedure sheath were not returned with the device. It was noted that the sealant sleeve was fully pulled back against the shuttle hub. The device was returned in the condition of a complete removal of the device. The device was inspected for anomalies which may have contributed to the reported incident and no anomalies were observed. The sealant and advancer tube were not returned; therefore, a complete investigation could not be conducted. Also leak testing could not be conducted on the balloon of the returned device due to the device lumen clogged with dried contrast in sealant. Multiple attempts to clean the clogged lumen were made without success. A product history record (phr) review of lot f1700402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Based on the information provided and the condition of the returned device, the reported failure as ¿failure to achieve hemostasis¿ could not be confirmed, and the exact cause of the reported failure could not be conclusively determined. The device was returned in the condition of a complete removal of the device, and no anomalies/damages that could have contributed to the reported failure were observed during the investigation. The sealant and advancer tube of the returned device were not returned; therefore, a complete functional analysis and investigation could not be conducted. Although not intended as a mitigation, the mynx instructions for use (IFU) instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. According to the IFU, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynxgrip vascular closure device (vcd) was used after the procedure, but it failed to achieve hemostasis. There was no reported patient injury. The product was clinically used and will be returned for analysis.